Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer also reported damage was present on the lower left and right corner of the display. Customer stated the reservoir window had a crack present. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test and error tests. No other alarms were noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked reservoir tube window.